Event description:
The patient presented in the emergency room due to ventricular fibrillation. The physician attempted to interrogated the device, but was not successful. The device was explanted and replaced and the patient is currently admitted and recovering.

Manufacturer narrative:
Evaluation of the device header found no defect that could contribute to the complaint of no output. Output measurements and environmental testing revealed no output anomalies. Battery assessment discovered the device battery was still above elective replacement battery level. Analysis of battery trend data found no anomalies, and longevity assessment found the device was in the normal range of operation with appropriate remaining longevity. The field complaints of no output and premature depletion could not be confirmed.